Event description:
Account reported that an air bubble was observed in the catheter where the sheath and needle hub are connected. When the air bubble was observed the catheter was replaced with another catheter through the puncture site. According to the account there was no air introduced into the pt's pleural space and no pt injury occurred as a result of the event.